Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device's data analyzed by engineering and the battery appeared to be depleting more quickly than expected. Reportedly, this pacemaker recorded over one hundred thousand atrial tachy response episodes. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device's data analyzed by engineering and the battery appeared to be depleting more quickly than expected. Reportedly, this pacemaker recorded over one hundred thousand atrial tachy response episodes. Device replacement was recommended. Further information was received indicating this device will not be replaced as the patient is elderly and because the physician does not believe the patient needs it. However, this pacemaker was eventually explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device's data analyzed by engineering and the battery appeared to be depleting more quickly than expected. Reportedly, this pacemaker recorded over one hundred thousand atrial tachy response episodes. This product remains in service and replacement was recommended. Further information was received indicating this device will not be replaced as the patient is elderly and because the physician does not believe the patient needs it. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device's data analyzed by engineering and the battery appeared to be depleting more quickly than expected. Reportedly, this pacemaker recorded over one hundred thousand atrial tachy response episodes. Device replacement was recommended. Further information was received indicating this device will not be replaced as the patient is elderly and because the physician does not believe the patient needs it. However, this pacemaker was eventually explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.